Event description:
The customer alleged there is a strong odor coming from the sterrad 200 sterilizer when removing a load from a completed cycle. Further follow-up indicated the customer had a burning sensation in the nose which faded and went away within a few hours. User is fine and did not seek any medical attention. Per the customer the sterrad was not serviced as there was no odor after this incidence.

Manufacturer narrative:
Fse spoke with the customer and determined the odor happened when the door is opened, not while the machine is running. Fse discussed load related issues with the customer. Per the customer the odor has not reoccurred.